Event description:
Customer reported the gait belt was returned due to the male part of the buckle breaking. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit confirmed the fingers have broken off on the male side buckle. The male side buckle will no longer attach securely into the female side buckle and product cannot be used as intended. Manufacturer reference file # (B)(4).